Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A nurse reported an unexpected laser gantry movement occurred while attempting to dock interface prior to laser assisted cataract procedure. Reporter relayed when moving up or down with the gantry, once the joystick was released the gantry would continue to slowly move. Reporter indicated the surgeon cancelled the procedure, and rescheduled all procedures for the day. No patient harm reported.

Manufacturer narrative:
During the on site visit by the field service engineer (fse) a malfunctioning spring was found in the joystick. The joystick assembly was replaced to address the reported event. The system was tested and verified to meet specifications prior to departure the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event can be attributed to the non-conforming spring. The manufacturer internal reference number is: (B)(4).